Event description:
It was reported that the 9800 system c-arm is displaying data error and no boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the x-ray controller, flashed nodes and rebuilt system files. The system was tested and found to be working as intended. The system was placed back into service.